Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. It was unknown if treatment with antibiotics was provided. At the time of this report, the peritonitis was resolving, the patient was recovering, and physioneal therapy was ongoing. No additional information is available.